Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad of the insulin pump was unresponsive. The customer¿s blood glucose level was 62 mg/dl. The customer also stated that the insulin pump had physical issues. The center button was becoming harder and harder to press down on and get it to respond. Customer states they did not press a button down for 3 minutes or longer. The customer was advised to revert to back up plan. The device will be returned for analysis.